Manufacturer narrative:
(B)(4). In the event that the sampled becomes available for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Awaiting information from the customer if the device is available for evaluation.

Event description:
The customer stated that he was performing a 7,000 hour preventative maintenance on this unit and while testing the pneumatic functions he was not able to pass the pr2 calibration. He adjusted the pr2 but the readings were at the low end and he was not comfortable with the readings. The limit valve is turned fully clock wise. Technical support instructed the customer to replace the diaphragms one by one and see if any of them has a leak, and informed customer the limit valve could also be the problem. The unit was not on a patient.

Manufacturer narrative:
The customer stated that the issue was resolved by recalibrating the unit and therefore no parts would be returned. Due to the lack of materials being returned an investigation can not be completed.